Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens was returned dry, in a specimen cup. Visual inspection found the lens haptic torn with a piece of the haptic missing. There was dry, clear residue on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to combined mechanism glaucoma. The increased intraocular pressure was not caused by the icl but was due to an unknown sickle cell trait and yag pi. The patient had refractive lens exchange as recommended by a glaucoma provider and was performed at the time of explantation. The patients post-op bscva was 20/25.